Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker and lead system had an infection and was hospitalized. The patient also consulted with a skin specialist, who requested to know the make-up of the implanted products, to see if the patient was having an allergic reaction to the components of the system. A listing of materials was provided to the distributor representative. At this time, the device and leads remain implanted and in service, with no interventions performed.

Manufacturer narrative:
This report will be updated when additional information is received. No further information is expected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker and lead system had an infection and was hospitalized. The patient also consulted with a skin specialist, who requested to know the make-up of the implanted products, to see if the patient was having an allergic reaction to the components of the system. A listing of materials was provided to the distributor representative. At this time, the device and leads remain implanted and in service, with no interventions performed. The distributor representative provided the list of materials to the physician, who then forwarded the details to the skin and infection specialist. The patient continued to be observed, without any changes to or replacement of the implanted system.